Manufacturer narrative:
Additional manufacturer narrative: cbas heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore. On (B)(6) 2021, a gore viabahn endoprosthesis (jhjr051002j/18397356) was implanted to treat a stenotic lesion in the superficial femoral artery. Reportedly, there was no significant calcification and/or tortuosity. While the physician was pulling the deployment line, the deployment line broke without resistance. As a result, 1/3 of the device was left undeployed. The physician pulled the delivery catheter to fully deploy the device but this attempt to deploy was not successful. The physician attempted to grasp the deployment line within the delivery catheter but no deployment line was found inside the lumen. The physician then tried to replace the sheath with a larger diameter sheath and remove the entire device. However, this was unsuccessful. Then the physician pulled the delivery catheter again, and the device was fully deployed. The device was successfully implanted in the patient. The procedure was completed without further issues. It was reported that a part of the broken deployment line may have remained in the patient.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Results code 2: 213: the engineering evaluation stated the following: evaluate product results device returned without endoprosthesis catheter returned in six pieces deployment line returned outside the catheter length of returned deployment line: 146.6cm. Based on the labeled catheter length of 120cm, the deployment line broke in the zipper section which constrains the endoprosthesis. Whether the break occurred along the end as the zipper unzipped or as the line passed through the catheter is unknown. A single deployment line fiber extends from the end of the deployment line: 54cm no deployment line was found in the dual lumen the manufacturing records were reviewed, and the device lot met all pre-release specifications. This investigation finds evidence supporting the complaint of partial deployment with a broken deployment line based on returned product evaluation and the complaint itself. There are potential manufacturing causes possibly related to the broken deployment line, but the cause could not be confirmed.